Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have an infection on the right side of their incision site. Patient stated the infection started 2 days ago and yesterday it started burning. Patient said it was horrible to get in the car and they can't touch it and it just burns. Patient was using with an ice pack now. They added on the third incision there's like a hole on the red line. Patient mentioned that the healthcare provider (hcp) called in an antibiotic for 5 days today. Patient connected to the ins to review device education and while reviewing it, it disconnected as the MRI mode and where to check battery levels was missing and they had trouble reconnecting to it. Patient said they'll call-back once the infection clears up. Redirected to hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.